Event description:
It was reported that during a procedure using a device that was involved in a clinical registry outside the u.s., the case report form indicated that a double lumen dissection was observed after stenting.